Event description:
It was reported that on (B)(6) 2020 during a code with a patient experiencing known intracranial hemorrhage, 40gram mannitol 20% (in a 500 ml IV bag, 200ml volume to be infused rapidly) infusion was started on channel a during the code at 20:19. Infusions were reportedly checked following the code procedure. It was reported that channel a was on, and the module showed that it was actively infusing (not paused), but noted at 20:40 after code team left that there was no flow in the IV drip chamber, therefore the infusion was not actually running. It was reported that no occlusion alarm or obvious occlusion was present, and the light on the pump module was green. The primary nurse who reported the issue does not recall how the infusion was programmed (i.e. Basic mode or using drug library). This occurred in the cardiac care unit, using critical care profile. The patient died on (B)(6) 2020 at 01:00 from intracranial pressure due to active bleeding. Mannitol is used to reduce intracranial pressure. Not having this infusion could lead to increased intracranial pressure. Clinical review was reported to be inconclusive in terms of whether the infusion contributed to the outcome. When asked the primary cause of death, the customer reported that, following collapse, a CT scan was performed which demonstrated bilateral subdural hematomas, subarachnoid hemorrhage and herniation. The likely cause of his initial collapse was reportedly due to a spontaneous intracerebral hemorrhage. The patient was reportedly transferred to comfort care. No autopsy was performed. Although requested, no further information was provided.

Manufacturer narrative:
The report of an infusion of mannitol where no flow was observed from the administration set drip chamber, the pump indicator led was green (infusing) and there was no occlusion alarm was not observed in the log or replicated during testing. The review of the pcu error log showed no errors or malfunctions on the reported incident date. The pcu event log identified a ¿basic¿ infusion with a programmed rate of 600ml/hr and vtbi of 200ml. During the infusion there are instances where the user selected ¿restart¿ which were recorded as invalid because the pump was infusing. Also observed were ¿check IV set¿ alarms which were the result of the removal of the administration set after the door was opened. It is possible the administration set was misloaded. Where the administration set¿s pumping segment was routed around the pumping fingers. This would allow the pump to function; however, there would be no fluids infusing. Infusion testing performed on the source pump module found the device would alarm when the set was occluded. During the occlusion alarm the indication leds turns from green (infusing) to yellow (standby) to red (alarm) as expected. Asm testing found the source pump module¿s pressure sensors operating in specification. Inspection of the pump module found no irregularities. The root cause of the reported complaint that during an infusion of mannitol there was no flow in the IV drip chamber, the light on the pump module was green (infusing) and it was also reported that no occlusion alarm or obvious occlusion was present, was not identified in this investigation. Device history: a review of the device history record showed the device had a manufacture date of 05jan2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source pump module s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source pump module s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that on (B)(6) 2020 during a code with a patient experiencing known intracranial hemorrhage, 40gram mannitol 20% (in a 500 ml IV bag, 200ml volume to be infused rapidly) infusion was started on channel a during the code at 20:19. Infusions were reportedly checked following the code procedure. It was reported that channel a was on, and the module showed that it was actively infusing (not paused), but noted at 20:40 after code team left that there was no flow in the IV drip chamber, therefore the infusion was not actually running. It was reported that no occlusion alarm or obvious occlusion was present, and the light on the pump module was green. The primary nurse who reported the issue does not recall how the infusion was programmed (i.e. Basic mode or using drug library). This occurred in the cardiac care unit, using critical care profile. The patient died on (B)(6) 2020 at 01:00 from intracranial pressure due to active bleeding. Mannitol is used to reduce intracranial pressure. Not having this infusion could lead to increased intracranial pressure. Clinical review was reported to be inconclusive in terms of whether the infusion contributed to the outcome. When asked the primary cause of death, the customer reported that, following collapse, a CT scan was performed which demonstrated bilateral subdural hematomas, subarachnoid hemorrhage and herniation. The likely cause of his initial collapse was reportedly due to a spontaneous intracerebral hemorrhage. The patient was reportedly transferred to comfort care. No autopsy was performed. Although requested, no further information was provided.

Manufacturer narrative:
Although requested, bc health authority does not provide any patient information.

Event description:
It was reported that on (B)(6) 2020 during a code with a patient experiencing known intracranial hemorrhage, 40gram mannitol 20% (in a 500 ml IV bag, 200ml volume to be infused rapidly) infusion was started on channel a during the code at 20:19. Infusions were reportedly checked following the code procedure. It was reported that channel a was on, and the module showed that it was actively infusing (not paused), but noted at 20:40 after code team left that there was no flow in the IV drip chamber, therefore the infusion was not actually running. It was reported that no occlusion alarm or obvious occlusion was present, and the light on the pump module was green. The primary nurse who reported the issue does not recall how the infusion was programmed (i.e. Basic mode or using drug library). This occurred in the cardiac care unit, using critical care profile. The patient died from intracranial pressure due to active bleeding. Mannitol is used to reduce intracranial pressure. Not having this infusion could lead to increased intracranial pressure. Clinical review was reported to be inconclusive in terms of whether the infusion contributed to the outcome. When asked the primary cause of death, the customer reported that, following collapse, a CT scan was performed which demonstrated bilateral subdural hematomas, subarachnoid hemorrhage and herniation. The likely cause of his initial collapse was reportedly due to a spontaneous intracerebral hemorrhage. The patient was reportedly transferred to comfort care. No autopsy was performed. Although requested, no further information was provided.

Event description:
It was reported that during code with patient experiencing known intracranial hemorrhage, mannitol infusion was started on channel a. Infusions were reportedly checked following the code procedure. It was reported that channel a was on, and the module showed that it was actively infusing (not paused), but there was no flow in the IV drip chamber. It was reported that no occlusion alarm or obvious occlusion was present. The patient died. Clinical review was reported to be inconclusive in terms of whether the infusion contributed to the outcome. When asked the primary cause of death, the customer reported that, following collapse, a CT scan was performed which demonstrated bilateral subdural hematomas, subarachnoid hemorrhage and herniation. The likely cause of his initial collapse was reportedly due to a spontaneous intracerebral hemorrhage. The patient was reportedly transferred to comfort care. No autopsy was performed. Although requested, no further information was provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that during code with patient experiencing known intracranial hemorrhage, mannitol infusion was started on channel a. Infusions were reportedly checked following the code procedure. It was reported that channel a was on, and the module showed that it was actively infusing (not paused), but there was no flow in the IV drip chamber. It was reported that no occlusion alarm or obvious occlusion was present. The patient died. Clinical review was reported to be inconclusive in terms of whether the infusion contributed to the outcome. When asked the primary cause of death, the customer reported that, following collapse, a CT scan was performed which demonstrated bilateral subdural hematomas, subarachnoid hemorrhage and herniation. The likely cause of his initial collapse was reportedly due to a spontaneous intracerebral hemorrhage. The patient was reportedly transferred to comfort care. No autopsy was performed. Although requested, no further information was provided.